Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, left ventricular geopmetry predicts optimal response to percutaneious mitral repair via mitraclip: integrated assessment by two and three dimensional echocardiography.

Event description:
It was reported through a research article identifying mitraclip devices that may be related to recurrent mitral regurgitation (mr), heart failure and hospitalization. Specific patient information is unknown. Details are listed in the attached article, titled: left ventricular geopmetry predicts optimal response to percutaneious mitral repair via mitraclip: integrated assessment by two and three dimensional echocardiography. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation (mr) and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.